Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed a lump at the pod¿s insertion site (arm) while wearing the device longer than 72 hours. The patient states she had not washed her hands properly when changing the pod. The patient went to a routine visit with their diabetic nurse who told her to see the doctor if the condition worsens. The patient visited helston medical centre 2 days later and was prescribed with an antibiotic (clarithromycin). Symptoms reported include swelling, irritation and redness.